Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per product analysis: "s/w ver 4.11e retainer = black customer returned the pump for alleged pump will not turn on (blank display) and cosmetic damage located on the battery compartment found on (B)(6). 2021. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was monitored and no blank display or unexpected power/battery alerts noted during testing. A review of the downloaded history files show there were four (4) failed batt test (battery failed) between 11:43, 11:53, and 11:55, two (2) change battery fault (replace battery) alerts at 21:13 and 21:23, one (1) batt out limit (power loss) alarm at 21:44, and two (2) off no power (replace battery now) alarms at 21:55. The pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and broken battery tube threads. Customer complaint of the pump will not turn on (blank display) is not confirmed. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a crack on battery compartment due to dropping it and it was not turning on anymore. No harm requiring medical intervention was reported. The device will be returned for analysis.